Event description:
The device was used during a low anterior resection. It was reported the instrument did not fire properly. The staples did not form. This was an extremely low anastomosis. The surgeon had to strip mucosal layer and suture. Surgeon told rep this may affect functional result post-operatively.